Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4)-incomplete. The expiration date is currently unavailable.

Event description:
It was reported that during rotator cuff repair the doctors intent to pass 4 strands of orthocord #2 through anchor of healix 5.5 knotless and the tip of the anchor came off. It did not represent any risk for the patient . We immediately took it out and place a new one and the surgery was a success. There was no patient consequence. The healix knotless was taken out off the surgery and a new one was provided to complete the procedure.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visual observation confirms the distal tip of the anchor is broken, the broken piece was not returned. The anchor is separated from the inserter and the sutures were not returned. Anchor breakages are typically associated with off axis insertion, levering during insertion, hard bone quality or using incorrect instrumentation for preparing bone hole. There was no tension on the sutures, one possible root cause for the reported failure is off axis insertion. Other than this, we could not discern a definitive root cause for the failure. No non-conformance's were identified for this product code. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). The expiration date is currently unavailable.

Event description:
It was reported that during rotator cuff repair the doctors intent to pass 4 strands of orthocord #2 through anchor of healix 5.5 knotless and the tip of the anchor came off. It did not represent any risk for the patient. We immediately took it out and place a new one and the surgery was a success. There was no patient consequence. The healix knotless was taken out off the surgery and a new one was provided to complete the procedure. Additional information was received on july 16th, 2018. The sales representative reported that the anchor did not break while tensioning the suture. It was reported that the patient¿s bone quality was good. It was further reported that the sutures detached from the ring cleats and the stay suture was removed. The reporter stated that the original bone hole was used to complete to surgical procedure. There was a two minute delay to the surgical procedure.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The expiration date is currently unavailable.